Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the guidewire was bent and it wasn't possible to insert. Another guidewire was used to start insertion of the iab. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: patient information, device available for eval updated from yes to no, health professional updated to yes, occupation-nurse. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).